Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user reported a low blood glucose (bg) episode the previous day (B)(6)2025), where her levels dropped to 39 mg/dl and stayed low for a couple of hours. To raise her bg, she consumed lemonade, a can of pepsi, and candy, but required her friend to bring the items to her as she was unable to get them herself. While the user remained awake and conscious throughout the episode, she was unable to stand and access the snacks on her own.